Event description:
According to the reporter: the customer reports that the balloon didn't inflate. The surgeon used a second trocar: the balloon broke. No ill effect to the pt; the surgeon finally used a third trocar.

Manufacturer narrative:
(B)(4).